Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Impossible to remove tampon- vagina [foreign body in reproductive tract]. Broken/frayed string - tampon [device breakage]. Impossible or very difficult to remove tampon [complication of device removal]. Very difficult to remove it- tampon [device difficult to use]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that the tampons had broken/frayed strings. No serious injury was reported.

Event description:
Impossible to remove tampon- vagina [foreign body in reproductive tract]. Broken/frayed string - tampon [device breakage]. Impossible or very difficult to remove tampon [complication of device removal]. Very difficult to remove it- tampon [device difficult to use]. Case narrative: consumer reported via email that the tampons had broken/frayed strings. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on march 8, 2023. An investigation is in progress for returned product received on april 17, 2023.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Impossible to remove tampon- vagina [foreign body in reproductive tract]. Broken/frayed string - tampon [device breakage]. Impossible or very difficult to remove tampon [complication of device removal]. Very difficult to remove it- tampon [device difficult to use]. Case narrative: consumer reported via email that the tampons had broken/frayed strings. No serious injury was reported.